Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28 lot# va09xuu, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient had erythema and tenderness at their battery site and they started the patient on bactrim. On (B)(6) 2013, the patient had no further battery site tenderness and there was no drainage and slight erythema at the wound. It was stated, the wound infection was improving on bactrim. It was stated the patient did not require hospitalization